Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report having a broken lead and being inappropriately shocked. A follow up with the patient¿s healthcare provider yielded that the right ventricular (rv) lead had fractured and inappropriately shocked the patient due to oversensing. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.